Event description:
It was reported that a user experienced persistent hyperglycemia after waking with a blood glucose of 136 mg/dl, drinking coffee, and then observing a rapid rise to 222 mg/dl that remained in the mid-200s while using the ilet system with an alert of 289. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education without escalation to emergency care. Investigation included a review of user-reported history and education on appropriate use, including guidance to avoid announcing meals solely to correct elevated glucose. Investigation of this case revealed no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.